Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed and found to have the attached endoscope adapter (aea) friction/binding issue. The aea retaining ring or screws were missing. Laser marking on housing was damaged. Discoloration of housing and transmittance test failure were also observed. The complaint regarding physical damage and non-compliant camera movement was confirmed by failure analysis.

Event description:
Refer to follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the 30-degree endoscope had physical damage, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the 30-degree endoscope be returned for evaluation; however, the endoscope has not yet been received as of the date of this report. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/ lymphadenectomy surgical procedure, the 30-degree endoscope had physical damage and non-compliant camera movement. The procedure was completed as planned with no reported injury using a backup endoscope. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the movement of the camera did not match the movement of the surgeon. The camera did not hold the horizon as from 30 degrees up, it rotated to the ultra-position. The physical damage was supposed to be a mechanical issue as it did not rotate correctly. The endoscope was inspected prior to use and there was no damage or anything out of the ordinary.